Manufacturer narrative:
D1: corrected brand name. D9: updated the devices return information.

Manufacturer narrative:
Added: d3, d6a, e4, g1. Corrected: h3. No issues or unusual sounds were observed within the aic.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale/review: an impella 5.5 was placed via the axillary graft site to support the 61 year old male patient who had been admitted in with the indication of cardiomyopathy. The patient was on inotropes and vasopressors prior to the pump placement and presenting in scai stage d shock. Any other underlying medical history was not shared. While the 5.5 was supporting and running on the automated impella controller (aic) there was noise reported by the medical team. There was "grinding sound" that prompted the team to replace the aic with a new second one and support proceeded and continues to date without harm or injury. The aic replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.